Event description:
A zoll pt service rep (psr) called while fitting a (B)(6) female pt to report that the pt's monitor was showing service code 107 (multiple abnormal shutdowns). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is underway. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was failing to shutdown when the battery was removed. Once the backup battery was sufficiently drained the monitor was shutting down, causing the abnormal shutdown service code. A root cause analysis is currently underway. A supplemental report will be submitted upon identification of the root cause. No adverse event resulted from the defective monitor. The pt received a replacement monitor.